Event description:
Boston scientific received information that during a replacement procedure of the associated device, this left ventricular (lv) lead displayed high out of range impedance measurements. Upon inspection of this lead an insulation defect was discovered on the lv lead. An attempt to repair the defect using the lead repair kit was unsuccessful. A portion of this lead was removed and will be returned for analysis. A new lv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was subsequently received at our post market quality assurance laboratory for routine testing. Engineers observed the lead in two segments. The first, a proximal segment consisting of 270 mm in length, where the outer insulation ended at 198 mm and the inner coils ended at 160 mm. X-ray examination confirmed the inner coils had been fractured at the 160 mm site. The second segment consisted only of the inner coil and outer insulation, and was approximately 85 mm in length. The end of the second segment was fractured and is most likely, the distal side of the 160 mm fracture site; while the other end of the segment had been confirmed cut. Engineers concluded via multiple testing diagnostics and imaging, that the fractured inner coil site at 160 mm, was consistent with torsional overload.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead will be analyzed and this investigation will be udpated.